Event description:
It was reported that caller had a broken desktop charger connector pin. Patient mentioned that they have been a nervous wreck and nauseous since saturday morning due to the fear of their pain returning if they aren't able to charge the implanted neurostimulator. The connection pin had become wobbly and then fell off. A request was sent to repair to replace the desktop charger. Patient said they didn't think their hcp on file was still in practice, but may be at a different location - said that's still who they would try to reach out to if they had issues with the ins.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761-rfb, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [recharger], model 37761, s/n (B)(6), revealed. Analysis found: frayed cord medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.